Event description:
The vessel being treated had been dilated. Thrombus was aspirated with the catheter. Resistance between the extraction catheter and the guidewire was noted. The extraction catheter was removed and the guidewire exchanged. A second thrombus aspiration was performed. The pronto catheter was again removed and a second vessel dilation performed. A third thrombus aspiration was attempted but the markerband was not visible on the extraction catheter. The markerband was noted in a side branch vessel and was left without additional intervention. No additional sequelae noted.